Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure the forceps jaws would not close. Therefore, a specimen could not be taken. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient is over (B)(6) of age; exact age is unknown. A visual examination of the returned device revealed that the device jaw was bent. Functionally, the jaws were able to open, but failed to close due to the bent jaw condition. The condition of the returned incident device was consistent with the complaint that the device would not close. Based on the evaluation, the unit failed to close within specification due to the bent jaw. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure the forceps jaws would not close. Therefore, a specimen could not be taken. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.